Event description:
It was reported that the procedure was to treat a mildly tortuous, eccentric and 89% stenosed mid left anterior descending artery. Pre-dilatation was performed and a 2.25 x 28 mm xience prime stent was deployed. During post-dilatation, a side-edge dissection was observed. An unknown stent was successfully used to cover the dissection. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime small vessel (sv) everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.